Event description:
Pt was revised to address pain. The insert and patella were worn and a piece of the patella had sheared off.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after approximately 20-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.